Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening respiratory failure with a "possible / definite / probable" relationship to the impella device used: ¿patient was positive previously prior to the impella with rhinocirus/enterovirus 11/29/23 and was treated with antibiotics. Patient was monitored for breathing throughout (also had hx of pe). Patient intubated on (B)(6) 24 or for impella placement and was extubated 1/4/24 1600. Patient was intubated again 1/20/24 until 1/22/24.¿ additionally, the patient endured progression of ventricular tachycardia with a "possible" relationship to the impella device used: ¿patient had vt run prior to admission on site from osh. After patient was started on amiodarone, patient did not have any vt since (ep following). After impella implant, patient was cardioverted for vt and cardioverted again 1/2/24 for second run of vt and was started on amiodarone drip and bolus. 1/8/24 for vt 200 hr. Cardioverted and lidocaine started.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Added- h6 component code corrections to the initial MFR report: d4-model number. F6/f8 should have been left blank.